Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Proximal end of bifurcated device did not meet the renals; it is recommended to place a proximal extension to ensure proper seal in the aortic neck. This event is off-label per indications for use.

Event description:
On (B) (6) 2010, patient had initial implant of a 25-16-140bl bifurcated device. The proximal portion of the bifurcated device did not reach the end of the renals but there was good seal. Upon 30-day CT it was noted that there was a small proximal type I endoleak. On (B) (6) 2010 the patient was brought back and had a 25-25-95rl suprarenal proximal extension implanted and a palmaz stent with good results.